Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon attempting to interrogate the device, an error message was displayed. No further troubleshooting was performed as the device was nearing elective replacement for normal battery depletion. The device remained implanted.